Event description:
Customer reported a button error on her insulin pump. Customer's blood glucose was unknown. The device has fallen out of customer's pocket before. It was not exposed to moisture. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump had a button error alarm due to moisture damage on keypad traces. Insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).